Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due to t-wave oversensing and low r-wave amplitude measurements. The s-ICD was reprogrammed and remains implanted and in service. No adverse patient effects were reported.